Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The results of the sample analysis revealed during visual inspection, no issues were found. The power on self-test was successfully performed. The device was serviced more than 1 year ago therefore a service history review was not performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if pd therapy was ongoing until the time of death. It was not reported if the patient was using baxter pd solutions or if the patient was connected to a baxter device prior to or at the time of death. The cause of death was not reported and it was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date in (B)(6) 2014. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.